Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by peritoneal cloudy effluent, abdominal pain, and fever. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, intraperitoneal irrigation was performed and treated with antibiotics of cefamezin and ceftazidime hydrate (route, doses and frequencies not reported) for peritonitis. The patient had not yet recovered at the time of this report. Five days after the onset of peritonitis, the patient was retrained on proper connection/disconnection methods and aseptic technique. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.